Event description:
Event description guidant received information that the patient with this pacemaker, which is included in a recent field advisory regarding failure mode 1 and 2, has experienced syncope three times over the past two weeks due to an unknown cause. The field representative later reported that she was called to the physician's office because of suspected premature battery depletion. During the follow-up, the field representative discovered that the physician has only checked this device with a magnet rate since the time of implant almost three years ago and that the initial high programmed outputs of 5.0 v was never adjusted appropriately to the patient's pacing thresholds.